Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ir manager. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint can be confirmed for the post deployment bleeding as alleged. An exact root cause for the issue was unable to be determined but could be related to improper positioning or incomplete tamping of the collagen sponge. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the procedure was a right leg angiogram and subsequent intervention. Upon conclusion of the procedure, the doctor deployed the angio-seal device in the femoral artery, and it did not effectively close the vessel. Pressure was held for twenty minutes to achieve patent hemostasis. The patient was doing well and has no long-term injury due to possible malfunction. The estimated blood loss was less than 250cc. In post op recovery. There was no patient injury as a result of product malfunction. Procedure outcome was successful, not affected. Additional information was received on 02 feb 2023: the procedure sheath size was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There was no issues with insertion of the device within the patient. The doctor deployed the angio-seal and then immediately had to hold pressure for hemostasis. He then had the fellow hold pressure for another twenty minutes. This issue happened around 8pm. The device did not pullout. The anchor and collagen were left in the patient.